Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; in addition, there is no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention. The edwards training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the root cause for the reported bleeding at the conduit site cannot be confirmed; however, the patient required a significant amount of blood products and developed dic, which may have contributed to the excessive bleeding and clotting. Of note, the patient began to receive blood prior to the tavr procedure due to a low hct. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following the successful implantation of a 26mm sapien valve via a transfemoral approach, upon arrival to the intensive care unit (sicu) the nursing staff noted that the patient's systolic blood pressure was only in the 50's. The patient had received 5 units of red blood cells (rbc) in the operating room. One day prior to tavr the patient underwent renal dialysis and her fistula was removed due to the fact that it had clotted off. On the morning of the tavr procedure the patient's hematocrit (hct) was 20 received a full 3 units of rbc prior to the 24f sheath insertion, 5 units of rbcs in the or and an additional 3 units were administered in the sicu. The patient was brought back to the or at approximately 4pm that day. Her conduit site was reopened and evidence of bleeding at the surgical site was noted. During repair of the conduit the patient continued to deteriorate. It was noted by the surgical team that the patient was infarcting and echo was performed. Via echo it was determined that the patient had clotted her entire right ventricle and a diagnosis of disseminated intravascular coagulation (dic) was made. The patient then received both heparin and tpa but proceeded to code. A total of 22 units of rbc's and 12 units of fresh frozen plasma (ffp) were given during the course of care. The patient expired in the or. The cause of death was disseminated intravascular coagulation. Per report, the conduit was placed to aid in insertion of the tavr sheath. The access vessel's minimum luminal diameter was 7mm, and the patient's vessels were noted to be moderately calcified and severely tortuous.